Event description:
It was reported that the device battery may have depleted ahead of schedule as the left ventricular lead had been programmed to high output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis of the device revealed normal battery depletion.